Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. One blister with no lid and eight caps were provided for evaluation. Upon evaluation of the unit, a hair was identified at the blister seal area. The reported issue was confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: during compounding one tray of sterile caps was opened in the iso 5 hood and a hair was found in the well of two caps once the two caps had been removed. The tray was not used, and the two caps were destroyed.